Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer successfully changed the supplies and completed the load process. The customer resumed insulin delivery. The customer's blood glucose level was 121 mg/dl.